Event description:
This patient was implanted (right hand) with the freehand system hand grasp neuroprosthesis in 2002. Common to the freehand system implantation procedure is the insertion of an orthopedic fixation pin (unknown MFR., model, etc.) To facilitate bone fusion, and such a pin was inserted in this patient's right thumb. However, this fixation pin was reportedly cut shorter than normal and was subsequently covered by skin overgrowth and not removed at the standard removal point. The patient developed an infection, the pin was then discovered and removed (removal date is unknown), and the patient was treated with antibiotics. The current status of this patient is unknown and a follow up report will be provided.